Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure using a dual surgeon console setup, the integrated electrosurgical unit (iesu) erbe generator displayed the "c-38" error fault during bipolar energy activation. The customer received phone assistance from the technical support engineer (tse). Upon verification, user stated that the system was checked and initially worked without issue. Troubleshooting was attempted by verifying the cable, cable connection and power cycling the iesu generator; however, the issue remained persistent. It was further reported through field service engineer (fse) confirmation that the iesu erbe was replaced with an external generator and this resolved the issue. The user completed the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the tse and fse were able to confirm the error fault and generator issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting iesu erbe generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported event was reproduced during field evaluation. The fse confirmed the inability to energize issue and the system displayed error fault 25913 and the iesu erbe displayed a ¿m-11¿ message during testing. The issue was resolved after replacement of the iesu erbe. Following this, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu erbe generator involved with this complaint and completed the device evaluation. Failure analysis of the iesu erbe with an in-house system confirmed the reported event. During testing in normal mode, the test system displayed "c-38, c-00 and m-11" error faults indicative of a component failure. The product will be repaired by the original equipment manufacturer (OEM). The complaint regarding iesu erbe generator issue was confirmed based on field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Verification via procedure and system logs confirmed the procedure during the event date of 10-nov-2022 using system sk3989. The system logs were reviewed and analyzed as part of the isi tse and isi fse's investigation confirming related error fault during the procedure. The probable root cause of this issue is error faults attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third party esu. Fse investigation and failure analysis confirmed the issue identifying a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.